Event description:
It was reported that the setscrew did not lock against the lead. The hcp backed out the screw, installed the lead, and turned the torque wrench until it clicked. The hcp tugged on the lead and it pulled out of the header block. The hcp then backed the setscrew out 3-4 turns, installed the lead, and turned the torque wrench, which clicked immediately. The lead pulled out again. The hcp installed a brand new 3058 and there were no problems with the setscrew and lead staying in place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed that the setscrew was cross threaded due to a surgical error.

Event description:
Further information received indicated that the patient was doing fine (the device in question was never implanted).

Manufacturer narrative:
(B)(4).